Event description:
While trying to insert the k-wire recon (item 18063030s) (lot k291398) through the nail, the wire skyved and lodged in the nail. It appeared that the jig may have distorted slightly as the regie was 'riding' the jig. The tip of the wire broke off and was lodged in the nail. It was not possible to insert the solid lag screw step drill into the nail, as the broken wire tip was impeding the entry. Multiple additional instruments were opened to try and dislodge the wire tip; but to no avail. Increase to operating time of about 40 minutes. The regie then tried to insert the solid 52 recon solid lag screw step drill and this time it passed through.

Manufacturer narrative:
Device will not be returned for evaluation. If additional info is received it will be reported on a supplemental report.